Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient encountered a power on reset (por) message that caused therapy to stop. The patient replaced the batteries in the programmer and the por was cleared. The patient saw a sync screen and was able to turn the therapy on and adjust the stimulation. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported the cause of the power on reset (por) was not determined. The patient's weight at the time of the event was (B)(6)pounds. No symptoms nor further complications were reported.